Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that patient took medication(s) that contain acetaminophen, and that the sensor was worn beyond seven days. No additional event or patient information is available. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol). Also: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.